Event description:
Nurse was setting up IV's for day surgery unit patients. Nurse removed IV tubing from sterile package and observed that the tubing had separated from the y-site. Tubing immediately below the middle y-site separated from the y-site. Tubing has 3 y-sites. No patient adverse event. IV had not yet been connected to the patient. Delay in patient care was minimal. Note: we have experienced 2 previous tube separation events with product from this manufacturer. Manufacturer has been made aware of this defect and will provide instructions for return.